Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the scope had distortion in the image then blacked out when the bending section was manipulated. Additional evaluation findings were as follows: there were several heavy dents/bite found on the insertion tube. The bites/dent could have damaged the charge coupled device elements which could attribute to the image issue. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the entire screen becomes black and shows no images on the evis exera iii bronchovideoscope when turning the knob. The issue was found during reprocessing. There was no report of delay or harm to a patient or user associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image distortion and loss of image upon angulation issue could not be determined, however, the issue was likely the result of physical stress applied to the insertion section during user handling/mishandling, leading to damage of the charged-coupled device unit. The event can be detected/prevented by following the instructions for use which state: -inspection of the endoscopic image ¿-do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient¿. Olympus will continue to monitor field performance for this device.